Manufacturer narrative:
(B)(4).

Event description:
Procedure: law anterior resection / double stapling. Customer states that after firing was done without problem, surgeon removed the device and found the tissue was not cut completely. Additional tissue resection and re-anastomosis were performed with pceea31 to complete the procedure. Gender: not provided. Age and weight: not provided. Last patient's status: good. Operating time extended: more than 30 min. Additional tissue resection: yes. Tissue damage: yes. Nothing fell into the cavity. Oozing bleeding.

Manufacturer narrative:
(B)(4). Low anterior resection. Post market vigilance (pmv) led an evaluation of one device opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and attached to the instrument. A shallow knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced. Functional testing of the returned sample confirmed the product met quality release specifications. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Patient code: operating room time extended more than 30 minutes, (B)(4).